Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "capsular contracture, baker grade unknown". Additionally, patient reported "breast and arm pain" and "swelling underarm". Healthcare professional reported unknown side "mild amount of capsular contracture". Device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii.